Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged mobile power unit (mpu) patient cable was confirmed via the returned mpu. The mobile power unit, serial number (B)(6), was returned and evaluated at the european distribution center (edc) and immediately, a small cut on the mpu patient cable was observed, reproducing the reported event. Additionally, the rubber casing of the patient cable was coming loose. The patient cable was replaced. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook (rev. C), under section 3 ¿powering the system¿ covers that you should inspect the mobile power unit patient and power cables for damage and to not use the mobile power unit if either cable shows signs of damage. In addition, section 3 covers that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. Heartmate ii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the mobile power unit patient cable.